Manufacturer narrative:
The external battery was replaced to address the reported problem. The astral external battery pack was returned to resmed for an investigation. Performance testing and review of the device data logs could not confirm the reported battery issue. The reported problem could not be reproduced. The investigation determined that there was no fault found. The device was performing to specifications. Resmed concludes that the risk associated with the use of the device is unchanged and remains acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery had reduced battery autonomy. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral external battery had reduced battery autonomy. There was no patient injury reported as a result of this incident.